Event description:
It was reported when positioned laterally the system failed to generate an image. There was no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.